Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("severe back pain"), uterine perforation ("perforation (uterus) / migration of essure device location of device: uterus") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included obesity, pneumonia bacterial and hoarseness. Concomitant products included diphenhydramine hydrochloride (benadryl). In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy"), migraine ("migraines"), headache ("headaches"), pelvic pain ("pain"), weight increased ("weight gain"), alopecia ("hair loss") and arthralgia ("joint pain"). In 2011, the patient experienced depression ("anxious and depressed"), mood swings ("mood swings"), pruritus ("constant itching"), fatigue ("fatigue") and irritable bowel syndrome ("ibs"). In 2013, the patient experienced urinary incontinence ("loss of bladder control"). In 2015, the patient experienced tooth fracture ("broken teeth"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), nausea ("nausea") and smear cervix abnormal ("abnormal pap"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy)and surgery (in 2011 underwent ablation). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, uterine perforation, genital haemorrhage, dysmenorrhoea, depression, mood swings, vaginal haemorrhage, menorrhagia, pruritus, urinary incontinence, migraine, headache, nausea, tooth fracture, fatigue, weight increased, irritable bowel syndrome, smear cervix abnormal and alopecia outcome was unknown, the allergy to metals was resolving and the pelvic pain and arthralgia had resolved. The reporter considered allergy to metals, alopecia, arthralgia, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, pelvic pain, pruritus, smear cervix abnormal, tooth fracture, urinary incontinence, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - in 2010: proper placement and full occlusion. Most recent follow-up information incorporated above includes: on 3-apr-2018: events - "mood swings, abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), nickel allergy, constant itching, loss of bladder control, migraines, headaches, nausea, broken teeth, pain, fatigue, perforation (uterus), weight gain, irritable bowel syndrome (ibs), abnormal paps, hair loss, joint pain", reporter added from pfs. Concomitant condition added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('severe back pain'), uterine perforation ('perforation (uterus) / migration of essure device location of device: uterus') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral contraceptive nos and nova ring. Concurrent conditions included obesity, pneumonia bacterial and hoarseness. Concomitant products included diphenhydramine hydrochloride. In (B)(6)2010, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy"), migraine ("migraines"), headache ("headaches"), pelvic pain ("pain"), alopecia ("hair loss") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). In 2011, the patient experienced depression ("anxious and depressed"), mood swings ("mood swings"), pruritus ("constant itching"), fatigue ("fatigue") and irritable bowel syndrome ("ibs"). In 2013, the patient experienced urinary incontinence ("loss of bladder control"). In 2015, the patient experienced tooth fracture ("broken teeth"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), nausea ("nausea"), feeling abnormal ("brain fog"), itching ("itching"), wound complication ("wound blister/ 2 small blister") and abdominal pain ("belly button that is starting to hurt") and was found to have smear cervix abnormal ("abnormal pap"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and in 2011 underwent ablation). Essure was removed on (B)(6)2016. At the time of the report, the back pain, uterine perforation, genital haemorrhage, dysmenorrhoea, depression, mood swings, vaginal haemorrhage, menorrhagia, pruritus, urinary incontinence, migraine, nausea, tooth fracture, fatigue, weight increased, irritable bowel syndrome, smear cervix abnormal, alopecia, feeling abnormal, itching, wound complication and abdominal pain outcome was unknown, the allergy to metals was resolving and the headache, pelvic pain and arthralgia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, depression, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, pelvic pain, pruritus, smear cervix abnormal, tooth fracture, urinary incontinence, uterine perforation, vaginal haemorrhage, weight increased, wound complication and itching to be related to essure. The reporter commented: current weight 305 lbs. Insertion detail: essure normal cavity 4 coils on right and 3 coils on left no complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - in 2010: results: proper placement and full occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: menorrhagia, feeling abnormal, headaches, arthralgia, pelvic pain, wound complication". Most recent follow-up information incorporated above includes: on 31-oct-2019: social media record received. Events¿ brain fog, itching and wound blister were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coil came easily out, however the coil then broke'), back pain ('severe back pain'), uterine perforation ('perforation (uterus) / migration of essure device location of device: uterus') and genital haemorrhage ('heavy bleeding') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pruritus and device allergy. Previously administered products included for an unreported indication: oral contraceptive nos and nova ring. Concurrent conditions included obesity, pneumonia bacterial and hoarseness. Concomitant products included diphenhydramine hydrochloride. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy"), migraine ("migraines"), headache ("headaches"), pelvic pain ("pain"), alopecia ("hair loss") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). In 2011, the patient experienced depression ("anxious and depressed"), mood swings ("mood swings"), pruritus ("constant itching"), fatigue ("fatigue") and irritable bowel syndrome ("ibs"). In 2013, the patient experienced urinary incontinence ("loss of bladder control"). In 2015, the patient experienced tooth fracture ("broken teeth"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), nausea ("nausea"), feeling abnormal ("brain fog"), itching ("itching"), wound complication ("wound blister/ 2 small blister") and abdominal pain ("belly button that is starting to hurt") and was found to have smear cervix abnormal ("abnormal pap"). The patient was treated with surgery (bilateral salpingectomy laparoscopic , hysterectomy total laroscpic, hysterectomy with bilateral salpingectomy, hysterectomy with bilateral salpingectomy leaving ovaries and in 2011 underwent ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, back pain, uterine perforation, genital haemorrhage, dysmenorrhoea, depression, mood swings, vaginal haemorrhage, menorrhagia, pruritus, urinary incontinence, migraine, nausea, tooth fracture, fatigue, weight increased, irritable bowel syndrome, smear cervix abnormal, alopecia, feeling abnormal, itching, wound complication and abdominal pain outcome was unknown, the allergy to metals was resolving and the headache, pelvic pain and arthralgia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, depression, device breakage, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, pelvic pain, pruritus, smear cervix abnormal, tooth fracture, urinary incontinence, uterine perforation, vaginal haemorrhage, weight increased, wound complication and itching to be related to essure. The reporter commented: current weight 305 lbs. Insertion detail: essure normal cavity 4 coils on right and 3 coils on left no complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - in 2010: results: proper placement and full occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: menorrhagia, feeling abnormal, headaches, arthralgia, pelvic pain, wound complication". Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2020: mr received: event: 'coil came easily out, however the coil then broke', medical history, reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coil came easily out, however the coil then broke'), back pain ('severe back pain'), uterine perforation ('perforation (uterus) / migration of essure device location of device: uterus') and genital haemorrhage ('heavy bleeding') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pruritus and device allergy. Previously administered products included for an unreported indication: oral contraceptive nos and nova ring. Concurrent conditions included obesity, pneumonia bacterial and hoarseness. Concomitant products included diphenhydramine hydrochloride. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy"), migraine ("migraines"), headache ("headaches"), pelvic pain ("pain"), alopecia ("hair loss") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). In 2011, the patient experienced depression ("anxious and depressed"), mood swings ("mood swings"), pruritus ("constant itching"), fatigue ("fatigue") and irritable bowel syndrome ("ibs"). In 2013, the patient experienced urinary incontinence ("loss of bladder control"). In 2015, the patient experienced tooth fracture ("broken teeth"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), nausea ("nausea"), feeling abnormal ("brain fog"), itching ("itching"), wound complication ("wound blister/ 2 small blister") and abdominal pain ("belly button that is starting to hurt") and was found to have smear cervix abnormal ("abnormal pap"). The patient was treated with surgery (in 2011 underwent ablation and total laparoscopic hysterectomy with bilateral salpingectomy leaving ovaries). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, back pain, uterine perforation, genital haemorrhage, dysmenorrhoea, depression, mood swings, vaginal haemorrhage, menorrhagia, pruritus, urinary incontinence, migraine, nausea, tooth fracture, fatigue, weight increased, irritable bowel syndrome, smear cervix abnormal, alopecia, feeling abnormal, itching, wound complication and abdominal pain outcome was unknown, the allergy to metals was resolving and the headache, pelvic pain and arthralgia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, depression, device breakage, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, pelvic pain, pruritus, smear cervix abnormal, tooth fracture, urinary incontinence, uterine perforation, vaginal haemorrhage, weight increased, wound complication and itching to be related to essure. The reporter commented: current weight 305 lbs. Insertion detail: essure normal cavity 4 coils on right and 3 coils on left no complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - in 2010: results: proper placement and full occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: menorrhagia, feeling abnormal, headaches, arthralgia, pelvic pain, wound complication". Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coil came easily out, however the coil then broke'), back pain ('severe back pain'), uterine perforation ('perforation (uterus) / migration of essure device location of device: uterus') and genital haemorrhage ('heavy bleeding') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pruritus and device allergy. Previously administered products included for an unreported indication: oral contraceptive nos and nova ring. Concurrent conditions included obesity, pneumonia bacterial and hoarseness. Concomitant products included diphenhydramine hydrochloride. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy"), migraine ("migraines"), headache ("headaches"), pelvic pain ("pain"), alopecia ("hair loss") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). In 2011, the patient experienced depression ("anxious and depressed"), mood swings ("mood swings"), pruritus ("constant itching"), fatigue ("fatigue") and irritable bowel syndrome ("ibs"). In 2013, the patient experienced urinary incontinence ("loss of bladder control"). In 2015, the patient experienced tooth fracture ("broken teeth"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), nausea ("nausea"), feeling abnormal ("brain fog"), itching ("itching"), wound complication ("wound blister/ 2 small blister") and abdominal pain ("belly button that is starting to hurt") and was found to have smear cervix abnormal ("abnormal pap"). The patient was treated with surgery (in 2011 underwent ablation and total laparoscopic hysterectomy with bilateral salpingectomy leaving ovaries). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, back pain, uterine perforation, genital haemorrhage, dysmenorrhoea, depression, mood swings, vaginal haemorrhage, menorrhagia, pruritus, urinary incontinence, migraine, nausea, tooth fracture, fatigue, weight increased, irritable bowel syndrome, smear cervix abnormal, alopecia, feeling abnormal, itching, wound complication and abdominal pain outcome was unknown, the allergy to metals was resolving and the headache, pelvic pain and arthralgia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, depression, device breakage, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, pelvic pain, pruritus, smear cervix abnormal, tooth fracture, urinary incontinence, uterine perforation, vaginal haemorrhage, weight increased, wound complication and itching to be related to essure. The reporter commented: current weight 305 lbs. Insertion detail: essure normal cavity 4 coils on right and 3 coils on left no complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram in 2010: results: proper placement and full occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: menorrhagia, feeling abnormal, headaches, arthralgia, pelvic pain, wound complication". Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("severe back pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain") and depression ("anxious and depressed"). The patient was treated with surgery (full hysterectomy with removal of the essure). Essure was removed in (B)(6) 2016. At the time of the report, the back pain, genital haemorrhage, dysmenorrhoea and depression outcome was unknown. The reporter considered back pain, depression, dysmenorrhoea and genital haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: proper placement and full occlusion incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.